Event description:
It was reported that the endotracheal tube was placed in a canine patient, and after inflation, the balloon immediately deflated. The tube was replaced and there was no further impact to the patient.